Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
During follow-up, the device was not able to be interrogated. The device was explanted and replaced and the patient was in stable condition.

Event description:
During follow-up, the device was not able to be interrogated. Device explant is anticipated. The patient was in stable condition. Further information was requested but not received.